Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that last year they flew out to arizona and when they went through security they told the security personnel about their implant and they didn't have the patient go through the metal detector but they took the patient through another machine. Patient said it was the device where you stand with you arms and legs apart and it scans you using x-ray technology to the best of their knowledge. Patient said after that they felt "off" saying that they felt like they had to urinate a lot and they were miserable. The patient said it was awful and the same thing happened coming back from their trip and eventually it felt like it got straightened out but they were wondering if the airport machine could have messed with them or if it was just a coincidence. Patient also mentioned that it was very hot in arizona and said maybe they didn't drink enough water while there. Patient did not check their therapy status when they left the airport to make sure it was still on. Patient service reviewed airport security information with patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.